Event description:
The customer reported elevated troponin I (access accutni) results, within the risk stratification or above the acute myocardial infarction (ami) limit, for multiple patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. This report is one of two referencing the patients on the event date noted. The laboratory protocol states to reanalyze any elevated troponin I results >0.1 ng/ml. Subsequent testing of the patients¿ samples, on the original and alternate access 2 system, produced lower results within different clinical category. The customer stated the erroneous results were not released out of the laboratory prior to verification. There was no patient impact or change in patient treatment associated with this event. The customer indicated no hardware issues were noted, however, a new set of aspirate probes were replaced and subsequent system checks were performed which failed with an elevated washed percent coefficient of variation (%cv). The customer also noted quality control (qc) showed imprecision. The patients¿ samples were collected in lithium heparin plasma tubes with gel and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at room temperature. The samples were aliquoted in to secondary tubes and re-centrifuged prior to reanalysis. No visible sample issues were noted. The customer¿s biomedical engineer (bme) discovered bubbles in the wash pump and replaced the wash valve motor to resolve the issue. All verification testing passed within published performance specifications. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer's biomedical engineer resolved the reported issue. In conclusion, the wash valve motor is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2013-00862.